Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump of the heart lung console did not function as expected. The user powered of the roller pump and powered it back on, and it began to function as expected. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.